Manufacturer narrative:
(B)(4). Final analysis of the device revealed gear corrosion. Residue was seen on gears 3, 4 and 5. Pump failed the 3 rev flow testing two different times with high flow test results.

Event description:
It was reported that the device was explanted because of normal battery depletion. Pt had no injury and recovered without sequelae. The drug infused as noted in the pump logs was baclofen.